Event description:
The video system center exhibited a b30 communicator error code before a diagnostic colonoscopy procedure. The procedure was delayed by 8 minutes while the patient was under general anesthesia; however, the patient was not affected, the scope connectors were cleaned and the issue was resolved, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the events previously reported in section b5 were not confirmed. The unit was tested with test scopes, and the reported communication error was unable to be replicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported event was not reproduced. Therefore, the root cause could not be determined. This supplemental report includes a correction to a3 and g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.